Event description:
Information was received that during use of this smiths medical cadd legacy pump, the main pump exhibited high pressure alarm. It was reported that the patient troubleshot the pump by changing the pump tubing, cassette, and valve. Subsequently, the patient switched to backup pump, but the pump also displayed high pressure alarm. According to the report, the author advised the patient to go to the hospital but unknown if advise was taken. No patient injury reported. No reported adverse effects.

Manufacturer narrative:
Additional information received by smiths that the pump was used to infused life-sustaining drug. Patient was in process of weaning off veletri, transitioning to uptravi therapy. Mdo was notified. Patient is waiting to see if doctor will discontinue veletri. Patient on 1600 mcg uptravi bid. Patient did not confirmed if they went to hospital for this event.